Event description:
During a left atrial flutter procedure, when wanting to conduct a transseptal puncture, when the introducer was inserted and moved to the point of puncture, it went through without using the transseptal needle. The guidewire was then inserted and was thought to have been around the heart shadow on x-ray. No blood came back into the sheath, however the physician thought the guidewire was in the pericardium. An echocardiogram was conducted and nothing was noted, however, the physician still cancelled the procedure. The patient's blood pressure remained stable. A second echocardiogram was conducted two hours later and no blood was noted in the pericardium. The patient was noted to be stable and no intervention was conducted. There were no performance issues with the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.